Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that approximately six months post index procedure, a revision was performed due to a broken plate. The patient had a broken leg and a lcp distal tibia plate was implanted anterolateral on (B)(6) 2013. It was discovered that the patient¿s implant was broken; the patient also reported pain. On (B)(6) 2013, the device was explanted and a new one was implanted. The patient is reported as well-recovered. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the plate broke through the second distal locking compression plate (lcp) combi-hole. The plate is made of material ticp (commercially pure titanium). The examination of the raw material inspection sheets of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the plate is in compliance with the international standards iso 5832-2 and astm f167 for implants made of material ticp. The dimensions of the investigated plate were checked using a digital sliding calliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The width of the plate was 13.46 mm and the thickness was 3.76 mm. The measurements were taken at the plate shaft close to the fracture site. The proximal fragment represented mechanical wear in the second distal lcp combi-hole (dynamic compression unit). Similar wear was observed at one of the cortex screw heads. This mechanical wear may have occurred after the plate breakage. When examining the fracture surfaces of the distal fragment of the plate using scanning electron microscope, the initial fracture areas and the fracture behavior were identified. The crack started at the lateral side (upper side) of the plate at the transition to the lcp combi-hole (dynamic compression unit) and ran into the material. After breaking, the two fragments rubbed against each other causing more destruction of the fracture surfaces (abraded and shiny areas). At higher magnification, fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front. They originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. Furthermore, the fracture surfaces showed a sizeable area of structural breakage appearance (crystallographic oriented fatigue fracture) and subsidiary cracks. Structural breakage appearance is typical for a fatigue fracture in pure titanium and indicates moderate loads. Scanning electron microscope observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, it can be concluded that the plate was subjected to moderate dynamic bending loads, one sided. Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The plate could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.